Event description:
Related manufacturer reference number: 2938836-2019-14210. During an unrelated procedure, both the right atrial (ra) and right ventricular (rv) leads were noted and confirmed via fluoroscopy imaging as twisted together, resulting in some episodes of noise and oversensing on both leads. Both the ra and rv leads were explanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead was ¿both leads in the pocket are twisted together¿, noise, and ¿no sensing and pacing was possible only in unipolar¿ were not confirmed. As received, a partial distal portion lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. Internal short was due to procedural damages. The visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage.